Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The x2 pump user guide instructs the user to remove any residual air from the cartridge. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 39 units. Reportedly, the cartridge was filled with 120 units of insulin. During troubleshooting with tandem technical support it was discovered the customer was not performing the proper air removal technique. Although requested, the customer declined to load a new cartridge and continued to use the existing cartridge for insulin delivery. The customers¿ blood glucose level was 184 mg/dl.